Event description:
As reported by b braun sales rep at the user facility: (B)(4), lot #2e07258382: the introcan had no safety shield on the needle when she removed the stylet. This incident was during a demo at a facility. Ref MFR report: 9610825-2013-00098.